Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit and was unable to reproduce the reported issue. The iabp was run in as received condition and autofill error alarm could not be duplicated. The fse also checked the pressure, vacuum and transducer parameters, and all were within specifications. The fse also completed all manifold testing which all passed within specifications. In addition, the fse cleaned and re-greased the patient interface disk to ensure that this part was working properly and was still unable to duplicate the issue; no problems were found. The fse stated that potential causes may be due to loose catheter, low helium tank pressure, kinked tubing, incorrect extender or helium tank was turned off. The fse also noted that the tank that was in the unit at the time of servicing was almost empty and it only allowed usage for a few minutes before the low helium tank alarm came up, and there was no ECG cable present with the unit. All calibration, functional and safety tests were passed per factory specifications, and the unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) presented an autofill failure. There was no patient harm and no adverse event was reported.